Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) 4 plates were contaminated and had bacterial growth. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, bacterial growth was found in some plates upon arrival.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the photo showed looks contamination, but we couldn't further investigate since we couldn't receive the returned sample. We couldn't confirm color variation. We have contaminations of this lot from other customer. No issue in retention.

Event description:
It was reported that prior to use with bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) 4 plates were contaminated and had bacterial growth. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, bacterial growth was found in some plates upon arrival.